Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
A lead revision was performed due to high impedance on the right ventricular lead. A new lead was successfully implanted and the patient was in stable condition.